Manufacturer narrative:
This device evaluation that omsc obtained later is shown below. This device evaluation that omsc obtained later is shown below. As a result of the evaluation of the device, it was revealed that the knife wire tip was face to the wrong direction at three o'clock. The pre-curved at the tip portion of the device was deformed. We pre-curved the tip, and, as a result of the evaluation by the endoscope, it was revealed that the knife wire was oriented in the right direction of eleven o'clock. As a result of reviewing the manufacturing records of the relevant lot number, no abnormalities related to the events noted. Therefore, the cause of bleeding is assumed to be the damaged blood vessels due to the fact that the papilla was inside when the knife wire was facing the wrong direction of two o'clock. Moreover, the cause of the knife wire not suited to the desired direction is because the pre-curved was deformed. Because this product is subject to total inspection, we considered the possibility that it got deformed by the load during handling. This type of phenomenon is most likely related to the operator's technique. Based on the past similar cases, it is known that the bleeding due the knife wire was facing the wrong direction. There is the following description in the instruction manual. Do not operate the instrument if the insertion portion is bent or the distal end of the tube is straight. This could damage the tube. The distal end of this instrument has been pre-curved. Curve the distal end further or in a different direction if necessary pull the slider and confirm that the distal end bends smoothly in the desired direction and at the required angle.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
During endoscopic sphincterotomy (est), the knife wire which should point to 11:00 happened to face to the wrong direction at 2:00. Because the doctor cut in the wrong direction of 2:00 with the knife wire, bleeding from the papilla occurred. The doctor used another device, and the procedure was completed. Hemostasis were made.